Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 26x3/8 ib experienced a needle that broke. The following information was provided by the initial reporter: caller reported his needle broke when he inserted it into the cartridge on (B)(6) 2021. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution ¿ caller successfully filled a cartridge with insulin.